Manufacturer narrative:
In response to FDA report number: mw5096478. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lump on breast implant," "pulled muscle," "swelling. Rashes. Headaches, neck. Arm, joint. Shoulder, back pain, breast felt a burning feeling, nipples where hyper sensitive even to drops of water. Could not sleep on back or stomach because of the intense pain. Extremities would constantly go numb, developed sleep apnea, chest developed rashes with constant itching as well."

Event description:
Patient reported right side " lump on breast implant," "pulled muscle," "swelling. Rashes. Headaches, neck. Arm, joint. Shoulder, back pain, breast felt a burning feeling, nipples where hyper sensitive even to drops of water. Could not sleep on back or stomach because of the intense pain. Extremities would constantly go numb, developed sleep apnea, chest developed rashes with constant itching as well" device has been explanted.